Event description:
It was reported through the results of the clinical trial that approximately three months and nineteen days post angioplasty procedure, the subject developed an adverse event of aneurysm formation and high-flow access. The adverse event was treated with non-target lesion cephalic vein inflow with percutaneous transluminal angioplasty and the patient recovered. Approximately nine months and three days post angioplasty procedure, the subject developed an adverse event of hyperpulsatile fistula and aneurysm formation. The adverse event was treated with percutaneous transluminal angioplasty and the patient recovered. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.